Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. The customer was able to reload the cartridge successfully and will continue to use the pump for continued insulin therapy.